Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included pressure testing and clear passage under water testing and no issues were noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free lv connector was leaking at the connection from the extension set to an unspecified primary set. The customer stated the leak was from the extension set and not the primary set. This happened during priming. There was no patient involvement. No additional information is available.